Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Registry data regarding adverse events for patients implanted with a trilogy it cup were received from (B)(6) on february 1, 2017. In total, 13 complaint regarding zimmer (B)(4)-designed products were opened. In the registry data it is reported that a male (B)(6) patient (bmi: (B)(6)) was implanted a biolox delta, ceramic femoral head, l, 28/+3.5, taper 12/14 on the right hip on (B)(6) 2014 due to osteoarthritis and was revised on (B)(6) 2014 due to dislocation subluxation. Additional information has been requested and is currently not available.

Manufacturer narrative:
Investigation results of the available information were provided. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: during the trend analysis no trend was identified. Review of event description in the registry data it was reported that a male (B)(6) years old patient (bmi: 32 ) right hip replacement on (B)(6) 2014 due to osteoarthritis and was revised on (B)(6) 2014 due to dislocation subluxation. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Review of product documentation: as this is a split complaint with zimmer inc. Warsaw, the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis and conclusion: root cause determination using sap dfmea mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => possible: the compatibility of the products was given, however, there is no information about the positioning of the implants, neither surgical reports describing the implantation nor x-rays showing the implants in-vivo. It is therefore impossible to determine if the appropriate product size/offset was used. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: the compatibility of the products was given. Patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon => possible: patient behaviour was unknown and it was also unknown whether the patient was compliant with the rehabilitation protocol counseled by the surgeon. Conclusion: it is reported that the patient was revised due to dislocation/subluxation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).